Event description:
A customer reported that during a procedure, a system had no irrigation, no aspiration and a system message was received while it was in the irrigation/aspiration phase. The cassette was exchanged and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).